Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-03879. The pt received 2 scs ipgs with different lot numbers. It was reported the pt experiences intermittent pain at her left scs ipg pocket site. F/u identified the physician does not believe the pain is related to the pt's scs ipg.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.